Manufacturer narrative:
Citation: al-amodi et al. Direct vessel visualization with arterial cut-down results in very low vascular complication rates in transcatheter aortic valve replacement. Innovations: technology and techniques in cardiothoracic and vascular surgery. May-june 2018, volume 13, number 3s. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding direct vessel visualization with arterial cut-down results in very low vascular complication rates in transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2010 and july 2016. The study population included 172 patients (mean age 80.9 years), all of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, five deaths occurred. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: descending aorta dissection, femoral artery dissection, left iliac dissection, transfus ions due to perioperative blood loss, and surgical wound infections. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.